Event description:
The manufacturer became aware of an allegation of alice nightone that the patient alleges the device will not power up and found cracked on top enclosure on the device. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the sieve beds blown, the solenoid was intermittent, the regulator was damaged, pca board has non-stop alarming, flow meter was cracked, and power cord was smashed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Box h6 problem code grid: from adverse event without use/identified problem to electrical/electronic property problem (c63025).